Manufacturer narrative:
(B)(4). The device was manufactured from february 5, 2014 to february 6, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into the overpouch before patient use. The device had been filled with 10800mg benzylpenicillin. The location of the leak was not specified. There was no patient involvement. No additional information is available.